Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive after significant rain exposure, and it did not respond when placed on the charging pad, consistent with a sleep/wake button not working and implicating the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem consistent with an unresponsive button and a switch/relay component issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.